Event description:
It was observed during the device inspection, that the video system center exhibited bad scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the endoscope communication failure (e226) was displayed, and the video scope connector was stuck due to a communication failure with the scope caused by a failure of the video connector socket. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited bad scope socket and endoscope communication failure (e226).